Event description:
Respond edge study. It was reported that first degree atrioventricular (av) block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or other anti-coagulants at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed. Pre-implant balloon aortic valvuloplasty was not performed. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of the index procedure, post transaortic valve replacement, the subject developed first degree av block. No additional information regarding the event is currently available. It was further reported that the patient's pr interval increased to 286, a permanent pace maker was considered, but not required as pr interval returned to 240. Hospitalization was prolonged for further evaluation. Three (3) days later, the event was considered resolved with residual effects.

Manufacturer narrative:
A1 - patient identifier: (B)(6). B2 - outcomes attributed to adverse event: updated. B5- describe event or problem: updated. E1- initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study it was reported that first degree atrioventricular (av) block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or other anti-coagulants at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed. Pre-implant balloon aortic valvuloplasty was not performed. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of the index procedure, post transaortic valve replacement, the subject developed first degree av block. No additional information regarding the event is currently available.